Event description:
Customer stated that they disconnected and suspended from the insulin pump, and noticed that insulin was dripping from the end of the tubing. The customer also stated that they had blood glucose levels that declined to 41mg/dl. Customer treated with glucose tablets. Advised insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.